Manufacturer narrative:
A boston scientific technical services consultant discussed the option of programming the device to vvi as there could be a possible atrial lead issue which could result in oversensing. The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead has been exhibiting rising impedance measurements since implant and impedance was last measured at greater than 2000 ohms. The device was programmed to vvir and p-wave measurements of 1.6mv were noted. Threshold measurements have remained consistent at 0.5-0.6mv at 0.4ms. The caller was inquiring if they could program the device back to ddd or does it need to remain programmed to vvir. It was noted that this patient is pacemaker dependant; however, no adverse patient effects have been reported.